Event description:
It was reported that during an unk procedure, the scrub nurse loaded the new cartridge onto the echelon stapler and passed the instrument to the surgeon with the jaws closed. The surgeon then inserted the instrument into the pt's thoracic cavity and tried to open the stapler to position the tissue in between the jaws, but the jaws could not be opened. The surgeon then opened a new stapler and continued the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/12/2009. Info anticipated, but unavailable at this time.